Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for radiculopathy. It was reported that the consumer thought the implantable neurostimulator (ins) died because they could not get it to start and confirmed that they did not feel stimulation. It was reported that about 3 weeks ago they had a test where they went on a treadmill. This was believed to be on (B)(6). Prior to the test, they injected the patient with medicine. Within 5 minutes of the shots the patient had awful pain in their back where the stim was and they almost passed out. It was reported that "they shut me off and I sat down." When the patient got home, they tried to recharge the ins but saw a doctor on the screen and a screen that showed a picture "of the things inside exploded." Normally the patient charged the ins every 30 days. Now they had to charge every 2 weeks. The patient charged on (B)(6), again on (B)(6), and had to charge again already. Prior to the call, the patient connected the patient programmer and showed the "charge ins screen." The patient had changed the programmer batteries so they knew that the programmer was functioning. During the call, the patient connected the programmer and saw the elective removal indicator (eri). The eri screen was bypassed during the call and a charge session with 8 coupling boxes shaded was started. The consumer confirmed that the equipment was currently working as intended. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018 reporting that the patient was able to get started again after talking with a manufacturer representative and was now charging about every 2.5 weeks. No further complications were reported.